Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 8f sheath after a electrophysiology ablation (ep) procedure. Reportedly, the device was deployed and the needle got caught in the 4f arterial sheath placed next to it. A cut down was performed to remove the device and hemostasis was achieved via surgical suturing. The procedure was performed late in the day and there was extended hospitalization as a result of the cut down. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.